Event description:
It was reported "o ring gets stuck on pump frequently". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.